Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall due to syncope. It was reported that due to the implantable pulse generator (ipg) exhibiting a low battery, the right ventricular (rv) lead experienced a loss of capture and multiple power on resets. The patient has been admitted to hospital and intubated. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: <(>&<)> . (Analysis not pending). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was functioning within normal parameters.